Manufacturer narrative:
It was determined that this event was a duplicate of the event reported under report number 9614453-2017-00883 to this end, all further information will be reported under this report number (9614453-2017-00891) rather than this report number 9614453-2017-00883. The patient's date of birth (dob) was an estimation as only the patient's current age was provided; the dob is considered year valid. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported a system continuity test was completed using impedance testing and resulted in the discovery that the impedances were not in range. The two extensions and implantable neurostimulator (ins) were explanted and replaced on (B)(6) 2017. It is unknown if the issue was resolved. There was no known impact or consequence to the patient. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that no impedance testing was performed. Follow-up is being conducted to obtain clarification regarding the discrepant information involving the impedance testing. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 7482-51, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. (B)(4).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the extension migrated and etiology was updated to possibly related to the device/therapy and possibly related to the implant procedure; the extension was noted. It was also noted that the interventions were updated to repositioning the implantable neurostimulator (ins) on (B)(6) 2017, and explanting/ replacing the extension on (B)(6) 2017; the event resulted in a prolongation of an existing hospitalization. The event was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID neu_unknown_ext, serial # unknown, explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was extension tension that was identified as being bowstringing. The diagnostic methods included the patient reporting feeling tension and draw on the left side of their neck, and an examination on (B)(6) 2017 that resulted in the identification of the tension. The etiology was possibly related to the device/therapy, and possibly related to the implant procedure. The actions/interventions included explanting and replacing the extension on (B)(6) 2017; the event was resolved without sequelae on (B)(6) 2017. It was noted that the event resulted in an in-patient hospitalization and a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was stated that the device was explanted/replaced, however, it was also noted that the extension disposition was "remains in patient."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.